Event description:
It was reported that stimulation therapy levels could not be adjusted with the patient programmer; the upper or lower limit had been received. The patient indicated that they continued to receive adequate therapy control and follow-up with the physician was anticipated. The representative reported that the patient had "set-off" security or theft detector devices (location and dates were not provided). During attempts to reprogram the pulse generator; stimulation therapy could not be increased to maximum levels. The patient could only program up to 2.7 v, on program number one. Upper limits had previously been set to 9.2 v, on two active programs. There had been communication or coupling issues; problems with recharging had resulted in a low levels of implanted battery charge. It was unknown if the pulse generator was flipped and the accessory recharger device had appeared to function improperly. Impedance values had been greater than 3600 ohms on all electrodes paired with contacts numbered 0, 2, and 5. System interrogation of two groups had revealed impedance readings <70 ohms and a short circuit was suspected. The patient continued to receive adequate benefit from stimulation therapy. The patient had visited the physician regarding the reported event (date of follow-up was not provided). The device had been reprogrammed and subsequent recharge sessions were completed successfully by the patient. Surgery was not anticipated, and the issue had been resolved.

Manufacturer narrative:
.